Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation but medical records were provided and is currently being reviewed. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficulty in removal and positioning issue. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. The patient was reported to be a (B)(6) years old female who's weight was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The investigation is confirmed for positioning issue and retrieval difficulties. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficulty in removal and positioning issue. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact.the patient was reported to be a 38 years old female who's weight was not provided.